Event description:
It was reported that upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) an error code battery depletion alert was triggered. The remaining battery life to elective replacement indicator (eri) was 13%. At the last follow up six months ago the longevity showed more then 40% remaining and no therapy was delivered. Despite this the longevity went from 40% to 13% in six months. Premature battery depletion was suspected. A request for technical services (ts) analysis was needed. Ts reviewed the device data and confirmed that the power consumption in this device was increasing abnormally. There was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts noted the replacement interval runs until 28-july-2024 after which the pg should be replaced. Additional information noted that a revision took place, and this device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the remedial action.

Event description:
It was reported that upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) an error code battery depletion alert was triggered. The remaining battery life to elective replacement indicator (eri) was 13%. At the last follow up six months ago the longevity showed more then 40% remaining and no therapy was delivered. Despite this the longevity went from 40% to 13% in six months. Premature battery depletion was suspected. A request for technical services (ts) analysis was needed. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) an error code battery depletion alert was triggered. The remaining battery life to elective replacement indicator (eri) was 13%. At the last follow up six months ago the longevity showed more then 40% remaining and no therapy was delivered. Despite this the longevity went from 40% to 13% in six months. Premature battery depletion was suspected. A request for technical services (ts) analysis was needed. Ts reviewed the device data and confirmed that the power consumption in this device was increasing abnormally. There was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts noted the replacement interval runs until 28-july-2024 after which the pg should be replaced. Additional information noted that a revision took place, and this device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) an error code battery depletion alert was triggered. The remaining battery life to elective replacement indicator (eri) was 13%. At the last follow up six months ago the longevity showed more then 40% remaining and no therapy was delivered. Despite this the longevity went from 40% to 13% in six months. Premature battery depletion was suspected. A request for technical services (ts) analysis was needed. Ts reviewed the device data and confirmed that the power consumption in this device was increasing abnormally. There was sufficient capacity to deliver at least six shocks before charge times exceed 15 seconds if the sicd is replaced within 90 days. Ts noted the replacement interval runs until (B)(6) 2024 after which the pg should be replaced. Additional information noted that a revision took place, and this device was explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD) an error code battery depletion alert was triggered. The remaining battery life to elective replacement indicator (eri) was 13%. At the last follow up six months ago the longevity showed more then 40% remaining and no therapy was delivered. Despite this the longevity went from 40% to 13% in six months. Premature battery depletion was suspected. A request for technical services (ts) analysis was needed. Ts reviewed the device data and confirmed that the power consumption in this device was increasing abnormally. There was sufficient capacity to deliver at least six shocks before charge times exceed fifteen seconds if the sicd is replaced within ninety days. Ts noted the replacement interval runs until 28-july-2024 after which the pg should be replaced. No adverse patient effects were reported. The device remains implanted.